Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg more frequently. Database analysis revealed that the patient was not charging long enough to get a complete charge and impedance measurements were observed to be within normal range. No device malfunction was suspected. The patient underwent an explant procedure and was not returned.